Event description:
(B)(4) - it was reported by the ivc territory business manager that the fdx-mcg power wheelchair seat was cracked and tilted, causing the user to slide down and off the unit. Additionally, wrong hardware and back cushion was sent in error. There was no patient injury reported.